Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unknown inaccurate result when compared to a laboratory device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.